Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling during a laparoscopic appendectomy, the device was able to fire once, but the reload would not come off because the blue button was stuck. The device was then locked out and the handle could not be squeezed for the subsequent firings. Another device was used to complete the case. There was no patient injury.